Event description:
Leak observed in new, unused e-pump enplus kangaroo enteral feeding bag: noted just below insertion point where tubing projects from the screw-in portion to the tube feed bottle/container. Feeding solution leaked from bag and onto floor around the equipment, including patient bed.